Manufacturer narrative:
The device was not returned to the manufacturer, and therefore no investigation or mechanical evaluation was performed.

Event description:
During a laparoscopic cholecystectomy procedure, the renew lapclinch grasper tip, fell into the patient's abdomen. The broken piece was retrieved from the patient. There was no harm to the patient.